Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Single-use, sterilized devices manufactured or distributed by legacy zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00801803202 63600650 femoral head sterile product do not resterilize 12/14 taper; 00625006530 63572721 bone screw self-tapping 6.5 mm dia. 30 mm length; 00875704801 63558038 shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00456.

Event description:
It was reported patient¿s left hip was revised due to infection 14 days post-implantation. Attempts have been made and additional information on the reported event is unavailable.